Event description:
It was reported the device was depleted after only 18 months. The neurostimulator did not induce pain relief anymore. Telemetry was not possible. The stimulator was replaced.

Manufacturer narrative:
.